Event description:
Asku

Event description:
It was reported that there was no pacing and the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that there was premature battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis determined the device had no telemetry or output. It was also determined the device developed high current drain which caused the battery to rapidly deplete and made the device non functional. The high current drain was related to an integrated circuit. However, in isolation testing, the circuit was shown to function with no current drain. Further analysis was not possible as the hybrid was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary analysis determined the device had no telemetry or output. It was also determined the device developed high current drain which caused the battery to rapidly deplete and made the device non functional. The high current drain was related to an integrated circuit. However, in isolation testing, the circuit was shown to function with no current drain. Further analysis was not possible as the hybrid was damaged.